Event description:
It was reported that customer had a battery out limit and failed battery test on the insulin pump. The customer's blood glucose level was 182 mg/dl. The troubleshooting was performed. The customer got battery out limit and advised to clear the alarm. The customer got also a failed battery test and told the patient to clear the alarm the customer insulin pump will be replaced due to small crack. The patient was advised to discontinue used of the of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.